Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2014; 6935m62, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was later reported that the patient had cardioversion for atrial fibrillation and the device was reprogrammed to turn the lead back on.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was electrically abandoned and remains in the patient. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.